Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
It was reported that near the end of a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. The case was completed using manual ventilation and there was no patient injury reported.

Manufacturer narrative:
The dispatched fse could identify the root cause for the ventilator failure: the vacuum inside the pneumatic cylinder dropped below the minimum value required for stable automatic ventilation. A small hole was found in the piston diaphragm. The log file contains 13 instances of the error condition "membrane pressure low" for the period in question which is in clear context to the reported event. The workstation is designed to shut down automatic ventilation and to alert the user by a corresponding alarm. Manual ventilation remains available and the mandatory external monitoring won't be affected as well. Reportedly the user could continue the procedure and prevent from patient consequences. The piston diaphragm was subject to further investigation by the manufacturer. No indication was found that would suggest a material or installation fault. Replacement of the diaphragm is part of the 3 year preventive maintenance intervention. Reflecting that the device is 5 years old and not under a draeger service contract, it was concluded that normal wear and tear has caused the deterioration.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00020.